Manufacturer narrative:
Surgical intervention was required to correct subluxation of knee interpositional device. Device history record review indicates that the device was manufactured per specifications.

Event description:
Pt was implanted with a knee interpositional device in 2009, and complained of increasing pain and clicking in the joint. According to the surgeon there was an increasing valgus deformity. X-rays indicated a posterior subluxation of the implant. Subluxation was corrected surgically and implant was left in place.